Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrode non-functional) was confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the faliure was isolated to unsolder j7 connections in ecgs a, b, c, and d. The root cause of the lack of solder was a manufacturing error. An internal corrective action request was initiated. No adverse event resulted from the open connection.

Event description:
A us distributor returned an electrode belt and reported that the ECG electrodes were non-functional.